Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial#: (B)(4) description: artisan surgical lead, 50cm the explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms of fever and pain were noted. The physician believed that the infection was not device or procedure related. The patient was placed on antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.